Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 02-010-03-0350 - logic cr femoral cem, right, sz 5 4075032. 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 3767388. 200-02-35 - three peg patella 35mm 4116167.

Event description:
As reported, approximately 6.5 years post op initial right tka, this 72 y/o male patient was revised. Surgeon performed a poly swap. Patient was last known to be in stable condition following the event. Unknown medical history. No x-rays or images of product provided. Due to hospital keeping product it will not be returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, e, g the reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.